Event description:
Customer reported a past high blood glucose event with an unspecified highest level, as it displayed "high." Customer took corrective action by administering a correction injection via manual daily injection (mdi). Frequent and recurring high blood glucose issues were noted, and a follow-up for additional assistance was requested.